Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, it was indicated that the aortic arch three dimensionally was more difficult than the computed tomography (CT) scan demonstrated. The patient had a spinal fusion with orthopedic hardware that caused visualization to be difficult. The valve was deployed in the right anterior oblique rather than the predetermined left anterior oblique view. The left ventricular outflow tract (lvot) was conical and aided in the valve dislodging in the ventricular direction. A second valve was successfully implanted valve-in-valve. No further adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: potential factors that can influence a dislodged valve/positioning difficulties include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels and are typically not related to a device malfunction. It was reported that the aortic arch, three dimensionally, was more difficult than the computed tomography (CT) scan demonstrated. The patient had a spinal fusion with orthopedic hardware that caused visualization to be difficult, which caused the valve to dislodge. However, a conclusive cause of the dislodgement/positioning difficulties could not be determined from the limited information and without imaging such as a cine or an angiogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.